Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #: 3542640, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(4)-year-old caucasian female patient underwent a breast reconstruction revision procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed by the doctor¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 09/02/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the device, a tear was observed on the posterior aspect, measuring approximately 0.8 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor received additional information about the event. The suspect medical device was explanted on (B)(6) 2018. (B)(4).